Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID: (B)(6), patient height recorded as (B)(6). Additional product codes: hrs, hwc. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Original therapy date/ implant date unknown. This event resulted in the need for additional surgical intervention to remove the broken plate, and was revised to a competitor's total knee replacement device history records review was conducted. A DHR review was performed for: part number: 02.124.410, lot 9314922, manufacturing location: (B)(4), manufacturing date: 16.jan.2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a variable angle (va) distal femur plate with unknown quantity of va locking and cortical screws. X-ray taken on an unknown date revealed the distal cannulated va locking screw had broken, as well as plate at the same screw hole as the broken screw. Patient was returned to surgery on (B)(6) 206 where surgeon removed all hardware and revised patient to a competitor¿s total k1nee construct. This complaint involves 2 devices. Concomitant devices reported: 5.0mm cannulated va locking screw/90mm (part number 02.231.690 lot unknown, quantity 2); 5.0mm cannulated va locking screw/85mm (part number 02.231.685 lot unknown, quantity 2); 5.0mm va locking screw/self-tapping/stardrive/34mm (part number 02.231.234 lot unknown, quantity 1); 4.5mm cortex scrw self-tapping 38mm (part number 214.838 lot unknown, quantity 2); 4.5mm cortex scrw self-tapping 44mm (part number 214.844 lot unknown, quantity 2) . This report is 1 of 2 for (B)(4).